Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), implanted: (B)(6) 2011, product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient got a power-on-reset message on their patient programmer yesterday, however the patient was able to recharge. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the rep, reporting that the por message had been cleared and the patient was receiving therapy again. No further patient complications have been reported as a result of this event.